Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. The cause is unknown. No action will be done. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed an occlusion test @ 8.35psi. No patient involvement and no patient harm.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.